Event description:
Doctor reported lack of primary stability at tooth site 36 and the implant was removed. No other implant was placed to complete the procedure. Fractured screw was found during inspection. This report refers to fractured screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed; there was an unknown fractured screw stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The screw was fractured and stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.